Event description:
Additional information received reported the pocket revision/change of ins placement resolved the patient¿s pain. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was able to ¿start a case.¿ it was further reported that the patient was having their battery replacement done on the day of the report because the implantable neurostimulator (ins) was dead and where the ins was implanted was causing pain when the patient was sitting down. It was later reported that the patient did have battery life and a manufacturer representative was able to interrogate and ¿give same programs.¿ it was further noted that ¿program was pocket placement¿ and the health care provider (hcp) placed the battery higher than before. It was noted that the battery was replaced at the patient¿s request. It was later reported that there were no malfunction suspected with the implantable neurostimulator (ins) and it was only replaced per the patient¿s request. It was noted that the battery was still charging and working properly.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(4), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).